Event description:
It was reported that a patient, who had right tsa underwent a revision procedure. The patient¿s cuff failed so they needed to revised from a tsa to rtsa. There were no surgical delays or device breakage during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were requested but were misplaced by pathology. No device images were provided. No further information.